Event description:
It was reported the patient EKG cable connection doesn't work. It was also reported the programmer was broken. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, "EKG doesn't work." However, analysis did find that the link electronic module (lem) electrocardiogram (ECG) connector was loose.